Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she had issues with the infusion sets and reservoirs. The customer stated that insulin would not go out the tubing and also noticed the tubing and reservoir did not connect properly. The customer stated that one of the reservoirs had a bent needle. The blood glucose at the time of the incident was 96 mg/dl. The reservoir will be returned for analysis.